Event description:
The pt initially reported that he has "never received effective relief" with pump. The hcp reported that the pump contains hydromorphone; clonidine; baclofen and bupivicaine. The onset of the reported event is 12/22/2006. The hcp indicated that the pt has a long history of reporting that the pump meds are not effective with leg and feet pain; reports relief of low back pain, but feet are his "main issue." The hcp has indicated to the pt that due to catheter placement the pump is not effective for foot pain. The medications in the pump have been changed and the pt has been prescribed multiple oral narcotics. The pt underwent a pump study in 2005 which was reported to be "good." In 2005, the pt underwent si injection and programming of bid bolus, with no effect. The hcp reported that the pt has a "long history of oral narcotic abuse. Pt wants explant, states he can 'handle' back pain, but not feet pain. Plans to work with foot doctor after pump is removed."